Event description:
The pump was returned for investigation. Investigation revealed a blank and cracked display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside normal use observed in the download history. During evaluation, the display screen was found to be blank and cracked. The pump's audible and vibratory alarm was found to be working. A new test screen was inserted and found to be working with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.